Event description:
It was reported that the patient experienced recurring incontinence and urethral atrophy with his artificial urinary sphincter (aus). The aus was functioning properly; however, the physician decided to remove and replace all components and downsize the cuff from 4.0 cm to 3.5 cm. The patient had a good outcome following the procedure.